Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: evaluation revealed a dim, discolored display screen. The keypad cover was found to be torn from the contrast button to the ok button. All of the keypad buttons responded properly during testing. The keypad was removed and there was evidence of contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. In addition, there was evidence of contamination found under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.